Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was separated between the female connector and the main body. This was described as "the dark blue sterile piece (female connector) was coming out of the light blue gripper (main body)". This occurred during use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the light blue main body. The insert chip was present on the female connector. There was no evidence of solvent inside the barrel of the light blue main body component. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent applied to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental rep ort will be submitted.